Manufacturer narrative:
Additional information has been requested. Waiting for sample return for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Half an hour before the end of patients usual haemodialysis (hd) session, hd machine was alarming. Patient noted to be bleeding around tunnelled catheter exit site on his right chest wall. The cuff had become completely exposed outside of the exit site. Indicating that the catheter in right internal jugular vein had moved out of position and no longer had any anchorage to stay in place. Hd treatment was stopped early.

Manufacturer narrative:
The 14.5f hemo-flow was returned for evaluation. Visual inspection showed no signs of defects. The device was easily flushed and aspirated with no issues, no leaks were detected. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. A root cause cannot be determined. The device was implanted for 1 month. It is possible that the sutures were not left in place long enough for the tissue to sufficiently grow into the cuff, securing the catheter in place. Many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.